Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, as adams-stokes syndrome occurred, the electrical storm was taken. The patient went to the first affiliated hospital of xinjiang medical university for hospitalization. After checking, it was noted the battery was in eos status.